Event description:
It was reported that the pump touch screen was cracked, unresponsive and unreadable. Customer¿s blood glucose level was 378 mg/dl. The customer reverted to an alternate method in insulin therapy.

Manufacturer narrative:
H1 h1

Event description:
It was reported that the customer went to the emergency room (ER) due to a blood glucose (bg) level of 400 mg/dl. The cause of the elevated bg was related to a broken pump touchscreen. Bg was addressed via intravenous insulin and saline. Reportedly, the customer left the ER the following day with the issue resolved and no permanent damage.